Event description:
It was reported ¿the nurse who has placed the PICC line found an 18 mm piece of metal in the patients lung capillaries one month after the PICC line was placed. This was discovered during an MRI scan, which detected the presence of metal. There is another mr scan without any metal in the lung, just before the PICC line was placed. The nurse who placed the PICC line catheter has stated that she did not cut the guide wire while cutting the PICC line catheter. And that she was able to follow the location of the catheter tip using 3cg, which also confirm that the internal guidewire was not cut. Vascular surgery department has confirmed that it is not necessary to remove the current piece of metal from the patient's pulmonary capillary, as the patient does not currently have any problems.¿

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not received.